Event description:
In 2008, the pt stated that on sixteen days later, he changed the insulin cartridge and infusion set and had a difficult time priming. He stated that the piston rod stopped during the prime. He removed and reinserted the insulin cartridge and was able to complete the prime. He also stated that he received an e10 (cartridge ) error. Later in the day, the pt's blood glucose elevated to over 600 mg/dl and he was "sick" and could "barely walk." He then noticed that the display of the infusion device was "unreadable" and "the piston rod was not working." He changed the battery but was unable to correct the issue. He injected 15 units of insulin and switched to his backup infusion device. To troubleshoot, the pt was instructed to insert a battery and he received an error and the display "said something about power." The pt was not able to review the alarm history due to the unreadable display. The infusion device was not dropped or exposed to moisture. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.